Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, no delivery and motor tests. No motor error alarm noted. Unit had unable to prime at four during prime test due to faulty connector. Unit had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during priming. The customer's blood glucose was 102 mg/dl. During troubleshooting, the customer stated the customer did not recall the insulin pump being exposed to a strong magnetic field, however, the customer stated she works in a place of radiology. The customer did not use the sensor feature on the insulin pump. The customer was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.